Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the following reportable malfunction was identified during the device evaluation: failure of the main unit's image capturing function a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head did not display the image. The problem was found during equipment inspection. There was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head did not display the image. The problem was found during equipment inspection. There was no report of patient involvement.